Event description:
The customer reported that the insulin pump alarmed motor error during basal. Troubleshooting was performed. Reviewed the alarm history and found several different alarms. Ran a displacement test and the test failed. Advised the customer to revert to back up plan until the replacement of the insulin pump arrives. The customer's most recent glucose reading was over 300mg/dl, and he has treated with manual daily injections before the call. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.